Event description:
The customer reported that the system would intermittently not x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed and on site investigation. The x-ray tube needs to be replaced. The reported issue is currently under investigation.